Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012) - supplemental report : the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2011, with the following findings: the ecs-cs level 2 was found to be reading high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) (unspecified year) at 3:55am. The patient reported blood glucose readings of "155 and 41 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient claimed he was not taking any diabetes medications at the time the alleged issue began. It is not known if the patient made any changes to his diabetes regimen after the alleged issue began. The patient indicated ½ an hour before the alleged issue began, he was feeling tired. Later that afternoon at 4:00pm, the patient stated he self-treated with food and/or drink. The patient stated no other blood glucose device was used at the time of the alleged issue. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly and the results obtained were from the same approved sample site. The patient did not have the control solution to perform a quality control test. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient felt symptomatic prior to the start of the alleged issue . In addition, there was no evidence in the delay of treatment. However, this complaint is being reported because the alleged issue remained unresolved.